Event description:
The pt, then 15 yrs old, male, was admitted due to teratoma on 6/29/92, and developed hydrocephalus. Vp shunt was implanted. Pt returned to hosp in 10/96 due to headaches. X-ray revealed a broken catheter at around the sixth rib in the thorax. The catheter only was replaced with another device.

Manufacturer narrative:
Co visually examined the returned product and tested for tensile strength, ultimate elongation and tubing dimensions. The catheter was fractured 6.3 inches from the proximal end. The fractured ends of the tubing appeared to have been partially worn away most likely due to abrasion. This probably led to the remainder of the catheter wall tearing, resulting in the break. The tubing met co's specs for dimensions, tensile strength and ultimate elongation.